Event description:
Healthcare professional (hcp) reported on blood leak on the ca-hp 150 dialyzer. The blood leak occurred in 2001, use 2. The pt experienced approximately a 200 cc blood loss. The blood was not returned to the pt. A new dialyzer and blood lines were set-up, and the treatment continued without incident. No pt injury or medical intervention was reported by the hcp.